Event description:
It has been reported to philips that fluoroscopy could not be done. The device was in clinical use at the time of the reported event. There was no reported patient or user harm. A philips field service engineer (fse) inspected the system onsite and after the main power distribution unit was replaced, the system was returned to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the fluoroscopy could not be done. Analysis of the system log file showed unexpected system state change error. During troubleshooting, the fse identified that the issue may be due to the temporary power off of the generator cube. The fse replaced the main power distribution unit. After replacement of the mpdu (main power distribution unit), the system was returned to use in good working order. The defective part was returned for analysis and investigation indicated that no fault could be found. The codes were updated based on the investigation outcome.